Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the posterior descending artery of right coronary artery. The 2.00mm x 15mm emerge balloon catheter was advanced to the target lesion. The balloon was inflated; however, it ruptured at 10 atmospheres on the second inflation. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an emerge catheter was received inside an emerge shelf box and inner packaging pouch. The packaging and device matched the reported batch number. There was contrast in the inflation lumen. Magnified inspection revealed no damage. When positive pressure was applied with an inflation device filled with water, a stream of water emitted from a pinhole adjacent to the distal markerband. The balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. There was no evidence of any product quality deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the posterior descending artery of right coronary artery. The 2.00mm x 15mm emerge¿ balloon catheter was advanced to the target lesion. The balloon was inflated however it ruptured at 10 atmospheres on the second inflation. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.